Event description:
As reported, the balloon of a 5f mynx control vascular closure device (vcd) burst during the procedure. Therefore, the product wasn¿t available and manual compression was performed for 20 minutes and recovered with no injuries. The device was used in transfemoral cerebral angioplasty (tfca) procedure. There were no visible signs of device/package damage prior to use. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. The procedure used a retrograde approach. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the unknown vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynx control. A non-cordis sheath was used. There was no visible damage to the sheath or the distal end after removal. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was little vessel tortuosity. The device was prepared and used in accordance with instructions for use (IFU) and was opened in a sterile field. The device was stored per instructions for use (IFU). Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will be returned for evaluation.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2220005 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the balloon of a 5f mynx control vascular closure device (vcd) burst during the procedure. Therefore, the product wasn¿t available and manual compression was performed for 20 minutes and recovered with no injuries. The device was used in transfemoral cerebral angioplasty (tfca) procedure. There were no visible signs of device/package damage prior to use. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. The procedure used a retrograde approach. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the unknown vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynx control. A non-cordis sheath was used. There was no visible damage to the sheath or the distal end after removal. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was little vessel tortuosity. The device was prepared and used in accordance with instructions for use (IFU) and was opened in a sterile field. The device was stored per instructions for use (IFU). Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The product was returned for analysis. A non-sterile mynx control vascular closure device 5f involved in the reported complaint was returned for investigation. Per visual analysis, button 1 was depressed and button 2 not depressed with the stopcock open. The sealant, syringe and the procedure sheath were not returned with the device. Per functional analysis, inflation/deflation testing was performed on the balloon of the returned device, and the results revealed a leak in the balloon. Per microscopic analysis, visual inspection at high magnification revealed a radial tear in the balloon of the returned device. A product history record (phr) review of lot f2220005 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ was confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. This type of tear is typically observed when the balloon comes into contact with calcification and/or other procedural devices (such as a damaged procedural sheath, stent or vascular graft). Procedural factors may have contributed to the reported event. According to the instructions for use, which is not intended as a mitigation of risk, users are instructed not to use the device if the balloon does not maintain pressure. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.